Event description:
It was reported that during procedure, the fiber snapped. The fiber was replaced but the new fiber also snapped. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber snapped. The fiber was replaced but the new fiber also snapped. The procedure was completed using another fiber. There were no patient complications reported.